Manufacturer narrative:
Sections d9 and h4 were updated. The thermogard xp ivtm system (sn (B)(6) was evaluated at the customer site. The reported complaint that the thermogard system displayed mid:10 (post fpga) error message was confirmed in the system's event log data and during functional testing. The root cause was a defective input/output printed circuit board (I/o board), likely attributed to defective component(s). Review of the thermogard system's event logs showed multiple mid:10 error messages on and around the reported event date, confirming the reported complaint. The thermogard system failed the functional test by displaying a mid:10 error following boot-up, confirming the reported complaint. There was a faulty I/o board analog-to-digital converter that was either transmitting incorrect data or timing out. The defective I/o board should be replaced to address the reported mid:10 error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed mid:10 (post fpga) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.